Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 ipg implanted: 2007-(B)(6); 5076-45 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that during the implant procedure the placed right ventricular (rv) lead had high impedance, no sensing, and noise. Possible lead fracture was suspected. The lead was removed and a new lead was implanted instead. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically fractured due to melting. It was also noted that the connector sealing rings of the lead were extrinsically damaged, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. Visual analysis comments stated the lead was returned with an extrinsic proximal conductor fracture due to melt occurring on the distal end of the proximal sense ring. The proximal end of the sealing ring at the precise location of the fracture has a curled edge which is consistent with visual signs of extrinsic melt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.